Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the infusion set began leaking near the needle hub after being placed on a patient. The line was replaced and the leak happened again, same place. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking near the needle hub (male luer) was confirmed. Visual inspection of the set showed no damage or any anomalies. Examination under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional testing confirmed leaking at the engagement of the tubing to the male luer adapter. The root cause of this failure was not identified.

Event description:
The customer reported that the infusion set began leaking near the needle hub after being placed on a patient. The line was replaced and the leak happened again, same place. There was no patient harm.